Event description:
It was reported that when a patient presented for normal device change-out, externalized conductors between the rv and the svc coil were observed via fluoroscopy. The patient had not been seen since 2007. The lead was capped and replaced.

Manufacturer narrative:
.